Event description:
I have a omron automatic blood pressure monitor with arm cuff, model hem-711ac purchased 03/27/07 at pharmacy. I use it to monitor how I'm doing on my blood pressure medication because I developed hypertension in 2007. I noticed on several occasions that the readings in the dr's visits were lower than recent readings on my monitor. I took my monitor with me to the dr's office so that side-by-side measurements could be taken with the home monitor and the dr's office monitor. The reading on the omron unit was 145mmhg for systolic and the dr's office was 103mmhg systolic, confirming what I noticed previously. I called omron approx six months later, to complain about the problem. I was told that if I'm measuring my blood pressure using the right arm, that the accuracy of the device is +/- 15mmhg. This info is not in the product manual which specifies that the accuracy of the product is +/- 3mmhg or 2% of reading. The product manual also does not state that the accuracy info applies only to measurements taken with the left arm. I requested that I be able to return the unit for a refund since it does not meet my needs and the request was denied. I was told that returns can only be made to the retailer. I spoke with at omron customer service - declined to give her last name. - declined to give his last name-. Due to a left mastectomy, I am required to use my right arm for my blood pressure measurements. This medical device does not meet the specifications for accuracy that the MFR has published in the instruction manual.